Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level was 500 mg/dl at the time of hospitalized. The customer declined troubleshooting for high blood glucose level. The customer was treated with manual injection. Customer stated that after changing the set they got another no delivery and blood glucose value was back up to 300 mg/dl. The insulin pump will not be returned for analysis.